Manufacturer narrative:
Concomitant medical products: (B)(4).

Event description:
Information was received from healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (2000 mcg/ml; > 2700 mcg/day and lot # unknown). The patient had been transferred to a ¿(B)(6)¿ and the pump ran out (B)(6) 2015. The patient did not pursue a pump refill. The patient has multiple sclerosis and was currently being managed on oral baclofen. The patient experienced significant spasticity as a result of the event. The patient was being managed by a novice physician and was unsure how to proceed. The physician was going to reach out to where the patient was previously managed to confirm past refill (expected vs actual) volumes and to ask whether or not the patient had been titrated lately. No diagnostics, troubleshooting, or interventions had taken place yet and the issue had not resolved at the time of this report. No surgical intervention had occurred. The patient was alive without injury at the time of this report. On 9/23/2015 additional information was received from a healthcare provider via a company representative who indicated that the patient was previously managed on 500 mcg/ml in 2008 and the current dose since 2012 had been greater than 2700 mcg/ml. The pump volume depleted on (B)(6) 2015. The original refill date had been (B)(6) 2015, but due to the age of the catheter, a catheter study had been suggested to be done as well as to check the dosing amount. Therefore, per the recommendation of the managing physician the novice manager ordered a nuclear medicine study of the catheter. Later, on (B)(6) 2015, information was received from a company representative who indicated that the alarm was heard and was confirmed by telemetry. The patient¿s pump was empty and the flow rate was 1.35 ml/day. It was noted that the patient had escalating doses in the past, but no other relevant history was known. Information was also received from a different company representative on (B)(6) 2015 who indicated that physician recently inherited the intrathecal baclofen therapy patient. The pump had first alarmed on that date (low reservoir alarm), but given the high daily dose the pump had since run dry. The patient experienced increased spasticity since then and had been managed on 40 mg oral baclofen 3x/day. The patient¿s dose had been slowly escalated to over 2700 mc/day before the current physician had taken over and before the pump had run dry. This event was a possible indica tor of an undiagnosed catheter malfunction at such a high dose. The physician was concerned about pump damage because it had been dry for so long. In an effort to troubleshoot the event, the physician knew a bolus couldn¿t be performed because the pump was dry but considered doing a diagnostic cap (catheter access port) aspiration to check for the catheter¿s patency. It was noted that the physician was aware that the only way to tell if a pump had been damaged due it running dry was to refill the pump and to monitor the patient for therapeutic efficacy and volume discrepancies. On (B)(6) 2015 information from the company representative indicated that no troubleshooting had been performed but was planned for the future. On (B)(6) 2015, the pump was refilled and the rate was reduced from 2748.8mcg/day to 100mcg/day with an intent to titrate up. The patient remained on oral baclofen with instructions to contact the hcp with any changes in tone. Attempted cap (catheter access port) aspiration without results; plans to proceed with a catheter dye study at a later time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter fracture notes on x-ray and the patient was going to be referred to neurosurgery for a catheter revision. No timeline was provided.